Manufacturer narrative:
The scs spare torque wrench will not be returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during an implant procedure an expired scs spare torque wrench was used. There was no harm to the patient.

Event description:
A report was received that during an implant procedure an expired scs spare torque wrench was used. There was no harm to the patient.